Event description:
Spirit combo insulin pump user reported elevated readings in 21-25 mmol/l range. Normal range 8-9 mmol/l. Customer disconnected tubing from pump and performed 2.0 unit bolus. Audible sound that bolus was delivered not heard, and no insulin dripped, but bolus was shown in my data on pump. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.